Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an insulin occlusion while using a contact detach infusion set, which resolved after the infusion set was changed and subsequent use remained uneventful. No clinical symptoms associated with reduced or interrupted insulin delivery consistent with an occlusion reported. Outcomes included restoration of insulin delivery after supply replacement without hospitalization. Customer care provided support that included user troubleshooting, and education regarding infusion set management. Investigation of this case revealed an occlusion related to the infusion set with no lot information available and no device malfunction identified after the set change. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or use-related factors and infusion set performance consistent with an intermittent occlusion.